Event description:
This unsolicited device case was received from (B)(6) on (B)(6) 2015 and (B)(6) 2015 from a physician (both the information processed together with the clock start date of (B)(6) 2015. This case is cross reference to case ID: (B)(6) (cluster-same reporter). This case concerns a (B)(6) female patient who experienced injection site aseptic arthritis/aseptic arthritis in the joint of knees, walking difficulty, puncture performed and 70 ml of aseptic liquid was removed after receiving treatment with synvisc one. No relevant medical history, concurrent conditions and concomitant medications were reported. Past drug included synvisc one (patient had received synvisc one injections in the knees). On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection, once (indication, dosage regimen, lot/batch number and expiration date unknown) in the joint of the knees. On (B)(6)-2015, after 01 day of receiving treatment with synvisc one, the patient developed aseptic arthritis only in the joint of the right knee and had difficulty in walking and pain. On an unknown date in (B)(6) 2015, after few days of receiving treatment with synvisc one, a puncture was performed and 70 ml of aseptic liquid was removed. On (B)(6) 2015, patient received a corrective treatment with the injection of cortivazol (altim) at a dose of 3.75mg/1.5 ml in the joint of the right knee. Corrective treatment: cortivazol for aseptic arthritis/aseptic arthritis in the joint of knees and puncture performed and 70 ml of aseptic liquid, not reported for walking difficulty. Outcome: recovering for injection site aseptic arthritis/aseptic arthritis in the joint of knees, walking difficulty and unknown for puncture performed and 70 ml of aseptic liquid was removed.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for injection site aseptic arthritis/aseptic arthritis in the joint of knees and puncture performed and 70 ml of aseptic liquid was removed. French imputability: injection site aseptic arthritis: (B)(4), injection site pain:(B)(4), walking difficulty: (B)(4).